Event description:
Account alleged intermittent nurse call being placed.

Manufacturer narrative:
The account found a defective left siderail caregiver switch assembly. The account replaced the left caregiver switch assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.